Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and no further issues occurred after the reset. Customer was advised to continue using the pump and to report if any malfunction code reappears.